Manufacturer narrative:
Summary: two samples were returned to bd for evaluation. A quality engineer was able to inspect the samples and found that they both showed barrel/flange damage thus verifying the reported issue. This was most likely caused by the plunger rod labeler making a slight variation and hitting the barrel/flange of the syringes. The engineer inspected the labeler and made any necessary adjustments to the machine to ensure that it was operating correctly. A device history review was performed on the reported lot and found zero defects noted during this production run. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Conclusion: DHR/bhr review: there was no documentation of issues for the complaint of batch 7139551 during this production run. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Update april 26, 2018. Two samples were received. Both have the packaging flow wrap, the plunger rod-rubber stopper, the tip cap, and the saline solution. The barrel labels confirm the lot# 7139551. Both have the barrel flange damaged. Product within specification? Yes? No? Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Potential root cause could be that this barrel flange damaged was caused at the plunger rod labeler equipment. Adjustments of the equipment have been verified specifically the infeed scroll and the reject stations. CAPA not required for this event. The plunger rod labeler equipment possibly experienced a variation. Anyway, adjustments have been verified. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Potential root cause could be that this barrel flange damaged was caused at the plunger rod labeler equipment. Adjustments of the equipment have been verified specifically the infeed scroll and the reject stations.

Event description:
It was reported that a nurse found the flange damaged on a bd posiflush¿ normal saline syringe when opening the plastic package. There was no report of exposure, serious injury or medical intervention.